Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2016 with the following findings: during investigation, a visual inspection of the pump showed the keypad was missing from the pump. All of the keypad buttons responded appropriately to button presses. The complaint of the up arrow, down arrow and ok keypad buttons under-response was not duplicated during testing. There was contamination found under all of the buttons contacts. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.